Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed a damaged power flex circuit. The connector jp4 of the power flex circuit had shorted and pin #5 was burnt. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported to carefusion that the pins from the ac adaptor had broken off in the lemo connector. While in service, it was discovered that the unit had a burnt pin. This reportable issue was discovered while in service, therefore there was no patient involvement.